Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. An additional lot number was reported (lot # m006328). Device not returned.

Event description:
It was reported that the customer experienced insulin leaking from multiple cartridges. Customer's blood glucose (bg) level was 426 mg/dl. Reportedly, the customer's healthcare provider recommended for the customer to increase the overnight basal delivery. The customer administered manual injections and reported that the bg level was good.